Event description:
The customer reported that she wanted her call to be documented to proceed her letter. The customer's blood glucose level was 306 mg/dl. The customer stated she is going to write a letter to a department at medtronic concerning several incidents she had with diabetic ketoacidosis, and having to go to the hospital. The customer stated that the dta ended up present in the hospital as well. The customer was advised that our systems were down at this time and could not review previous notes. The customer explained that she'd spoken all about this months before representatives and her voice has been heard concerning this issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.